Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0gmlj, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported two weeks prior, the patient had severe pain. On (B)(6) 2014 the patient had emergency surgery to remove the implantable neurostimulator due to a severe infection. It was not thought that a culture was taken. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Follow up information reported that the date of onset of the infection was (B)(6) 2014 with the primary location noted as the device pocket and the lead track. The patient did not have meningitis and it was reported peri-operative antibiotics were administered. Patient symptoms of redness, swelling, drainage, and pain were confirmed in the event. Cultures were taken but the results were not specified. Treatment of the infection was reported as the total explantation of the implantable neurostimulator (ins) system. The patient outcome was reported as ¿infection resolved.¿ if additional information is received, a follow-up report will be sent. Further follow up information received 1 day later reported that the patient still had concerns with their device therapy but was working with their doctor and/or manufacturer¿s representative. The patient stated that the infection was severe and painful and confirmed that the ins was removed. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va0gmlj, explanted: (B)(6) 2014. (B)(4).